Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 75 mg dl at the time of incident. He stated there is fluid in the reservoir compartment. He stated the insulin pump was not missing o- ring. He stated there are no cracks on the insulin pump. He also stated that the insulin pump would not accept a battery and had a blank display. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.